Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed in the lab. The results of a sample evaluation did not reveal any manufacturing abnormalities or leaks. A root cause was not identified due to insufficient information. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
The customer reported an alarm occurred from a clean flash device. When the lid of the clean flash was opened, the spike of the uv-flash transfer set was not connected with anything. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This (B)(4) product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This (B)(4) product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device has been received by baxter. A follow-up report will be submitted upon completion of the device evaluation.